Manufacturer narrative:
(B)(4)

Event description:
It was reported that the healthcare provider (hcp) was unable to aspirate the catheter through the catheter access port (cap). The catheter was revised on (B)(6) 2015 and the spinal segment was replaced. The patient was reportedly doing well and receiving effective therapy. The pump was used to deliver morphine. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8590-1, lot# n455470, implanted: (B)(6) 2014, product type: accessory. (B)(4).

Event description:
Additional information received reported that the patient experienced a decrease in pain relief. The patient was also taking oxycodone at the time of the event. The patient recovered without permanent impairment.